Manufacturer narrative:
Intuitive surgical inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the reported failure during sine cycle. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the customer experienced a reoccurring error 23008 on the camera arm. The customer stated that the camera arm led was yellow when the fault occurred. The fault was recovered, however, it immediately reoccurred. The customer power cycled the system and was able to recover. However, when the surgeon attempted to move the camera arm, the fault reoccurred. At that time the surgeon made the decision to convert and complete the procedure using another da vinci surgical system. There was no report of patient harm, adverse outcome or injury. An intuitive surgical, inc. (Isi) field service engineer was dispatched to the facility to further investigate the reported issue. The fse was not able to reproduce the reported failure, however, a review of the system event logs verified the error had occurred. To resolve the issue, the fse replaced the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart (psc) which provides the sterile interface for the 3d endoscope.